Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific informed as follows: it was reported that this rv lead was fractured, which was indicated by an abrupt change in impedance and noise. The patient fainted on (B)(6) 2020, so the patient came in and was programmed to voo biv. The patient complained of intermittent dizziness. The patient is pacer dependent but physician is waiting until covid-19 concerns have decreased to perform lead revision.